Event description:
The customer reported that while monitoring telemetry patients, alarm messages failed to escalate to higher priority levels. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer was notified that this was an identified issue with the software. After approximately 25 days of continuous use, technical alarm escalation does not occur in the exhibit 96280 receiver as specified. Improvements were made to the software to address the issue, and the customer was recommended that they upgrade. The customer will work with their field service team to schedule and complete an upgrade. Until the upgrade is completed, the customer was advised to restart their exhibit telemetry receiver every 24 days. It was confirmed that the customer had previously received and acknowledged the recall notification letter. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.